Manufacturer narrative:
Image review: the images capture the moderately tortuous, moderately calcified lesion as reported by the account. The images capture the guidewire advancing distally in the lesion, pre-dilation is performed with two balloons, followed by stent im plantation. A dissection is noted prior to stent delivery. Complete stents lima coverage (full metal jacket) was performed. No images of the reported resistance encountered delivery, or the reported subsequent dislodgement were visible in the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use two resolute onyx drug eluting stent devices ((B)(4)) to treat a moderately tortuous, moderately calcified lesion in the ostium of a mammary graft. No issues were noted when removing the protective sheath. The (B)(4) was inspected with no issues however the (B)(4) was not inspected. Negative prep was performed with no issues for both devices. The lesion was pre-dilated. Resistance was encountered when advancing the devices. The inflation device remained on neutral pressure during the delivery of the devices. It is reported that both stents dislodged during delivery to /at the lesion. The first device ((B)(4)) was not removed from the patient. The stent was deployed at the lesion, using a 4.0 x 12 resolute onyx balloon and post-dilated. The second device ((B)(4)) was removed from the patient using a low profile balloon, a euphora rx 1.5 x 15. No patient injury is reported.